Manufacturer narrative:
Zimvie received one (1) svmh16, (impl scr-v mini ha 3.3mm 3.5mm 16mm) for evaluation. Visual evaluation was performed, fracture identified at the collar. DHR review was completed for the subject lot number 62761529. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62761529 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002r2, the most likely root cause determined from the investigation was the implant is loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function. Therefore, based on the available information, a device malfunction did occur. Fracture identified at collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that that implant was fractured. Tooth #11.

Manufacturer narrative:
Zimvie complaint number(B)(4) . A4: patient weight unknown / not provided g4: PMA/510(k) number k011028, k013227.

Event description:
It was reported that that implant was fractured. Tooth #11.